Manufacturer narrative:
Device passed displacement test and self test. Pump error 53 noted in formatted history file due to software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a several pump error alarms. The customer¿s blood glucose level was 219 mg/dl at the time of the incident. The drive support cap was normal. The customer was not able to successfully clear the alarm. The customer was able to complete insulin pump rewind. Customer stated that they received alarm after battery change. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.